Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. One day post index procedure the patient is reported to have suffered an mi. Mi was deemed to be related to the target vessel. Investigator indicated that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).